Event description:
Following a fall or some other form of trauma, the patient experienced intermittent stimulation when she turned her head to the left and looked over her shoulder. The patient was also charging the stimulator more than expected. Impedances were checked and found to be >3600 ohms. The patient symptoms were located at the paresthesia area. The patient was at the clinic and her status was undetermined. The next day, the patient reported she called her health care professional for diagnostic results and was informed that there was no breakage. Additional information has been requested, a follow-up repot will be sent if additional information becomes available.